Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system flash aspiration catheter (flash catheter). During the procedure, while the physician was treating the dvt with the flash catheter, a massive pulmonary embolism (pe) was observed. The physician performed thrombo-aspiration using a non-penumbra device to treat the pe and noticed that the obstructive shock was cleared. The procedure ended at this point. On (B)(6) 2024, the patient deteriorated and expired due to multiple organ failure following the massive pe. Additionally, it was reported that the patient was in a critical condition than initially assessed prior to the procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2025-00016. 1. Section h. Box. 11. Additional manufacturer narrative. The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system flash aspiration catheter (flash catheter). It was noted that the patient had morbid obesity, bad renal function, dehydration, and was in overall poor condition. During the procedure, while the physician was treating the dvt with the flash catheter, a pulmonary embolism (pe) was observed. It was reported the pe may have been present prior to the procedure but was overlooked. The physician performed thrombo-aspiration using a non-penumbra device to treat the pe and noticed that the obstructive shock was cleared. The patient¿s condition briefly improved after treatment. The procedure ended at this point. On (B)(6) 2024, the patient deteriorated and expired due to multiple organ failure following the pe. Additionally, it was reported that the patient was in a more critical condition than initially assessed prior to the dvt procedure.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2025-00016. 1. Section b. Box 2. Outcomes attributed to adverse event, 2. Section b. Box 2. Date of death, 3. Section b. Box 5. Describe event or problem, 4. Section h. Box 1. Type of reportable event, 5. Section h. Box 6. Health effect impact code 1, 6. Section h. Box 6. Health effect impact code 2.